Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 20 mg/ml dilaudid at a dose of 10 mg/day via an implantable pump for non-malignant pain. It was reported that the 5 cc was expected and 35 cc were aspirated from the pump. There were no environmental, external, or patient factors that may have led to or contributed to the event. The logs were read. Surgical intervention was planned to occur in (B)(6) 2017. The issue was not resolved and the patient status was alive with no injury. The elective replacement indicator (eri) was at 64 months.

Event description:
The patient weight was asked, but unknown. Additional information was received from a manufacturer representative on (B)(6) 2017. It was unknown if the patient experienced symptoms related to the volume discrepancy. The cause of the volume discrepancy was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Ubd: (B)(4) 2018, UDI#: (B)(4); product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd:(B)(4) 2017 UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2018. It was reported the patient was having a magnetic resonance imaging(MRI) procedure because the patient "may have developed a granuloma on catheter tip." The hcp's notes indicated that "they went in and explored the pump last march and they stopped giving dilaudid through the pump because she was having issues." The hcp reported in (B)(6) of 2017 the patient started feeling numbness and tingling in the right half of her body where the pump was placed, as well as in the left leg. It was reported the pain management doctor evaluated the patient at the time and thought these symptoms were due to a catheter granuloma, therefore they stopped dilaudid infusion through the pump. The symptoms improved by december and then the patient starting having the infusions again in (B)(6), and by march the symptoms were back. The same symptoms they had before. It was reported the symptoms began in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative who reported that an im (inflammatory mass) was diagnosed. A catheter revision, possible replacement, was being done now (B)(6) 2018 due to the diagnosed im. The pump was delivering dilaudid (20 mg/ml at 6 mg/day) at the time of the report. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter, product ID: 8780, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was clarified that the catheter was replaced on (B)(6) 2018. The explanted catheter had been disposed of by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.